Event description:
The customer reported that during use of this mini revo tap in an arthroscopic bankart repair procedure on (B)(6) 2014, the tip of the tap broke off, and remains in the patient's bone. Follow-up with the involved user facility has been conducted and thus far no additional information regarding the reported incident has been obtained. As reported, other than a twenty (20) minute delay, the procedure was otherwise completed as planned with no further complications or patient injury. To date, there has been no additional information received regarding the patient latest condition or any indication that a serious injury has occurred.

Manufacturer narrative:
One damaged mini revo tap was received for evaluation. Visual examination of the returned instrument found the tip of the tap had broken off and this confirmed the reported breakage. A review of the device history record could not be performed, as the lot number was not provided. The date of the manufacture therefore was not available. However, received information from the international representative revealed that this item was provided to the customer in 2007. This reusable device is cleaned and sterilized between uses and based on available information, this instrument has been in the field of use for approximately seven (7) years. A two (2) year review of the device complaint history shows no other complaints for this product. This is an isolated incident. In this instance, it is believed that the most likely cause of this breakage is related to age, extensive usage, care, cleaning and handling of the instrument over time. Based on the investigation result, this incident did not involve a product problem indicating a nonconformity or adverse trend. To reduce the risk of the tip breakage and patient injury the product's instructions for use (IFU) provides the following warnings/precautions: inspect instruments before and after processing for proper function and for chipping of plated surfaces. Always inspect the tap before each use to insure the threaded portion is not bent. Do not apply lateral force to the tap. Do not strike any instrument unless indicated. Do not attempt to tap beyond the threaded portion of tap or the depth of the pre-drilled or punched bone tunnel.

Event description:
Follow-up with the surgeon indicated that the patient is recovering well and in good condition. The patient's motor activity has started to increase. As reported, there are no plans to remove the broken tip, as it was logged in the bone edge of the acetabulum, and does not create a mechanical obstacle for the shoulder.

Manufacturer narrative:
As of the filing of this report, the involved device has not yet been returned to conmed and its current location therefore, is unknown. However, it is anticipated that the involved instrument will be returned from the user facility in (B)(4) to conmed for evaluation. A follow-up and final report will be filed upon receipt of the involved product and completion of the evaluation.